Manufacturer narrative:
Section a3: sex was updated to female. Refer to section b5 for complete patient information. Section b5: describe event or problem updated to 2 female patients. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results for 2 female patients when using vacusera li-heparin tubes. On (B)(6) 2026, sid (B)(6) generated architect stat high sensitive troponin-I of 15.9 pg/ml, 48.4 pg/ml, 74.4 pg/ml. A calibration was performed and the same sample was retested resulting of 19.1 pg/ml and 21.4 pg/ml. The serum sample (gel-barrier tube) from same collection generated negative results. On (B)(6) 2026, sid (B)(6) generated architect stat high sensitive troponin-I of 39.9 pg/ml, 83.2 pg/ml, 80.4 pg/ml, 90.4 pg/ml. The serum sample (gel-barrier tube) from same collection generated negative results. The customer has changed collection tubes to bd li-heparin with no issue reported. No additional patient information or customer reference range was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 3p25-77 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results for 2 patients when using vacusera li-heparin tubes. On (B)(6) 2026, sid (B)(6) generated architect stat high sensitive troponin-I of 15.9 pg/ml, 48.4 pg/ml, 74.4 pg/ml. A calibration was performed and the same sample was retested resulting of 19.1 pg/ml and 21.4 pg/ml. The serum sample (gel-barrier tube) from same collection generated negative results. On (B)(6) 2026, sid (B)(6) generated architect stat high sensitive troponin-I of 39.9 pg/ml, 83.2 pg/ml, 80.4 pg/ml, 90.4 pg/ml. The serum sample (gel-barrier tube) from same collection generated negative results. The customer has changed collection tubes to bd li-heparin with no issue reported. No additional patient information or customer reference range was provided. No impact to patient management was reported.